Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 387 mg/dl. The caller was advised to treat the customer per his doctor's instructions. The call was disconnected and troubleshooting could not be performed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.